Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, the patient was present in the emergency room with abdominal pain. A type 3a endoleak with a separation of the bifurcated stent graft and the suprarenal stent graft extension was identified. An re-intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to resolve this event. The patient was reported as stable. Additional information: the clinical review of the post implant computed tomography scan identified sac growth of 27.5 mm, a contained rupture, a type ii endoleak of the internal mesenteric artery, and a type iiib endoleak of the bifurcated stent graft.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type iiia endoleak of the aortic components. The event is most likely anatomy related due to aortic remodeling (increased infrarenal angulation from 36 to 72 degrees) and an off-label neck angle of 72 degrees (should be less than or equal to 60). The clinical assessment also identified sac growth of 27.5 mm, a contained rupture, a type ii endoleak of the internal mesenteric artery and a type iiib endoleak of the bifurcated stent graft discovered during review of the ninety-eight (98) month post implant computed tomography CT) scan. The sac growth and rupture were due to the type iiia endoleak. The type ii endoleak of the inferior mesenteric artery is anatomy related. The type iiib endoleak was likely related to the type iiia endoleak. There were no procedure related harms identified. The final patient status reported was discharged two (2) days following a secondary endovascular procedure, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: device code: remove code 1399. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, the patient was present in the emergency room with abdominal pain. A type 3a endoleak with a separation of the bifurcated stent graft and the suprarenal stent graft extension was identified. An re-intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to resolve this event. The patient was reported as stable.